Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The 90% stenosed target lesion was located in the non-tortuous, severely calcified bifurcation of the circumflex (cx) and obtuse marginal (om). A 4.0x15mm apex balloon was inflated to nominal pressure in the cx. The apex balloon was removed and then a 3.50x12mm taxus liberte stent was deployed in the cx lesion. Upon visualization, it was noted that the there was no longer any flow in the om due to a plaque shift and the left main (lm) was dissected. The taxus liberte stent delivery system (sds) was removed from the patient and the non bsc guide wire was left in place. At this point, the patient was in stable condition and was transported to surgery as they were considered high risk due to previous "subclavian steel syndrome". The surgery was successfully performed with a "good" outcome. No additional patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.